Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-05337. It was reported the patient is unable to receive adequate coverage due to invalid contacts. As a result, the patient decided to deactivate stimulation. Prior to deactivation, the ipg was fully charged. When the patient checked the battery status two weeks later it was shown as being half full. The patient may undergo x-rays for further investigation of the coverage issue.